Event description:
It was reported that during central processing, the 8mm fenestrated bipolar forceps instrument had a damaged conductor wire. There was no reported injury.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 8mm instrument for failure analysis investigation. The instrument was analyzed, and the primary findings could not be replicated or reproduced. The instrument grips were manually manipulated, and the instrument passed an electric continuity test on 3 of 3 attempts. Energy delivery was tested and passed in various grip orientations. No conductor wire issue was identified. Additional observation(s) not reported by site: the instrument was found to have a broken grip cable at the distal end.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the damage was identified prior to reprocessing. The instrument was inspected prior to use. There was no damage noticed out of the ordinary. No conductor wire damage was confirmed. No fragments fell inside the body.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 8mm fenestrated bipolar forceps instrument for failure analysis investigation. The instrument was analyzed and the probable root cause of cable breakage, whether partial or full, is attributed to damage to the cable through external collisions, during use, or during reprocessing. This issue can be resolved by using an alternate instrument to complete the procedure.

Event description:
Refer to h11 for follow-up information.